Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) x2 competitor implantable pacing leads - (B)(6) 2010. (B)(4).

Event description:
It was reported that within a week of implant, the left ventricular (lv) lead exhibited high thresholds. The lead was revised, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.